Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. This event was previously reported erroneously under duplicate MFR report # 1045834-2013-04907 on (B)(6) 2013. Please disregard that report. The report with the same MFR report number and reference (B)(4) sent on (B)(6) 2013 is correct.

Event description:
Report received from the USA stating that the device would not secure the cutter. The device was being used in surgery. There was no pt or user injury reported. It is unk if medical intervention or a delay in surgery occurred. There is no additional info available.